Event description:
It was reported that on (B)(4) 2014, a medwatch form was received by intuitive surgical inc. (Isi) with the following information: surgeon (gynecologist) has been using monopolar curved scissors for approximately 15 minutes when the scissors broke at the joint. They would no straighten so that the instrument could be removed from the trocar in patient's abdomen. Surgeon scrubbed in and physically removed instrument and trocar simultaneously. No harm to patient. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments tube extension was broken near the proximal clevis. The clevis did not exhibit any wear. Failure analysis concluded that the broken damage was likely due to mishandling/ misuse. Failure analysis also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.